Event description:
Additional information was provided from a healthcare provider via a company representative stated that he was unable to aspirate. A dye study was not performed.

Manufacturer narrative:
Catheter: h3. Analysis identified a deformation in shape of the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine at a concentration of 5mg/ml and a previous dosage of 6.9mg/day but now receives a dosage of 2mg/day via an implantable infusion pump for unknown use. It was reported that the patient had poor pain relief since shortly after implant on (B)(6) 2025. Diagnostics included an attempted dye study. It was then reported that the tip portion of the catheter was found coiled up in the spinal pocket, so there was catheter migration. The anchor was reported as patent and still sutured to the fascia. A catheter revision was performed (B)(6) 2025 and a new tip segment was implanted and connected to the existing catheter. There were no known environmental, external, or patient factors that would have contributed to the issue. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: (B)(6) 2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.